Event description:
Healthcare professional reports homepatient developed peritonitis after reusing homechoice set and drain line for 1 week. Homepatient was treated as an outpatient with antibiotics until hospitalized for pd catheter removal 7/29/98. No product failure was indicated by healthcare professional.